Manufacturer narrative:
Section a3a, a3b, a4, a5, and a6: unknown, information was requested but not provided. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Section e1:email address: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that the preloaded multifocal intraocular lens (iol), model drn00v, became lodged in the injector during implantation and took force to make it move. The lens did not fracture and was successfully implanted in the patient's left eye. Intraoperatively, the patient experienced complications, including posterior capsule rupture and inferior iris root avulsion. No further information was provided. This iol was a replacement for a prior case. The earlier case did not meet reportability criteria and remains non reportable based on the information available.